Event description:
While arranging for service of this defibrillator for another problem, of crackling and popping noise when the battery is installed and then powering off, the customer reported that when monitoring a patient, this defibrillator read "check electrodes". No other patient information is available.

Manufacturer narrative:
The returned defibrillator was tested using the customer's returned patient cable and the problem of crackling and popping noise was verified and found caused by the keyboard label. When the battery was installed, the unit tried to power on by itself, causing the noises, but it did not power on all the way and then turned off. Operation for pt treatment using the on and off keyboard buttons was not affected by this. The complaint of "check electrodes" prompts while monitoring a patient could not be verified. Testing verified the unit's impedance detection circuit and ability to treat a rhythm. The keyboard label assembly was replaced and the unit's clock battery was replaced due to low voltage, a condition that does not affect operation of the device for patient treatment. Proper operation for patient treatment was again verified. Later evaluation of the keyboard label found no problems. The "check electrodes" message is displayed if ECG monitoring electrode impedance is less than 250 ohms or greater than 2500 ohms or intermittent impedance (noise) is sensed indicating faulty electrode, contact or connection. The hs3000 operating instructors explain the "check electrodes" prompt and what to do should it be experienced. The customer was sent a letter explaining our evaluation.